Event description:
Eight patient samples with discrepant sodium and potassium results. Repeat testing performed on another analyzer - same methodology. Initial sodium gave 102 meq/l; repeat gave 138 meq/l. Initial potassium gave 2.6 meq/l; repeat gave 3.5 meq/l. Erroneous results were not reported. The field service rep determined there was a problem with the pipetting system, and replaced the sample syringes and probes. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant sodium and potassium results. Repeat testing performed on another analyzer - same methodology. In 2008: initial sodium gave 128 meq/l; repeat gave 144 meq/l. Erroneous results were not reported. The field service rep determined there was a problem with the pipetting system, and replaced the sample syringes and probes. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant sodium and potassium results. Repeat testing performed on another analyzer - same methodology. In 2008: initial sodium gave 119 meq/l; repeat gave 141 meq/l. Initial potassium gave 3.8 meq/l; repeat gave 4.5 meq/l. Erroneous results were not reported. The field service rep determined there was a problem with the pipetting system, and replaced the sample syringes and probes. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant sodium and potassium results. Repeat testing performed on another analyzer - same methodology. In 2008: initial sodium gave 110 meq/l; repeat gave 149 meq/l. Initial potassium gave 2.9 meq/l; repeat gave 4.0 meq/l. Erroneous results were not reported. The field service rep determined there was a problem with the pipetting system, and replaced the sample syringes and probes. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant sodium and potassium results. Repeat testing performed on another analyzer - same methodology. In 2008: initial sodium gave 107 meq/l; repeat gave 137 meq/l. Initial potassium gave 4.2 meq/l; repeat gave 5.0 meq/l. Erroneous results were not reported. The field service rep determined there was a problem with the pipetting system, and replaced the sample syringes and probes. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant sodium and potassium results. Repeat testing performed on another analyzer - same methodology. Initial sodium gave 98 meq/l; repeat gave 141 meq/l. Initial potassium gave 3.3 meq/l; repeat gave 4.8 meq/l. Erroneous results were not reported. The field service rep determined there was a problem with the pipetting system, and replaced the sample syringes and probes. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant sodium and potassium results. Repeat testing performed on another analyzer - same methodology. Initial sodium gave 99 meq/l; repeat gave 144 meq/l. Initial potassium gave 3.1 meq/l; repeat gave 4.5 meq/l. Erroneous results were not reported. The field service rep determined there was a problem with the pipetting system, and replaced the sample syringes and probes. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant sodium and potassium results. Repeat testing performed on another analyzer - same methodology. Initial sodium gave 89 meq/l; repeat gave 121 meq/l. Initial potassium gave 3.5 meq/l; repeat gave 4.8 meq/l. Erroneous results were not reported. The field service rep determined there was a problem with the pipetting system, and replaced the sample syringes and probes. Performance tests were performed and within specification.